Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed. Found several no delivery, battery out limit, empty reservoir, failed battery test, off no power and check settings alarms in the alarm history. Nothing further was reported.